Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and went to urgent care. The customer¿s blood glucose level was 265 mg/dl. Customer gave bolus with pump to correct for high blood glucose. The customer also stated that they had pneumonia. The product will not be returned for analysis.